Event description:
It was reported that half of the tcm tank was filled with ice, and the other half had water. As a result, ice was not formed all the way across the cold plate. No pt injury was reported.

Manufacturer narrative:
The system was not returned to the MFR or evaluated by the field service representative. A contract service organization manages this facilities units. The reported issue could not be confirmed. This report is being submitted to the FDA as a result of a retrospective review of product complaints.